Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that his insulin pump was stuck in a rewind/prime loop. Troubleshooting was performed. The caller stated that insulin squirted out. Instructed the customer to remove and to reinsert the reservoir to perform a manual prime, but the device alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.